Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 400 mg/dl and admitted to hospital on june 28, 2020. The customer alleged the insulin pump was under delivering insulin due to blood glucose not going down. Customer was treated with manual injection. It was reported that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).